Event description:
Right hip revision: reason given is pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Patient demographics, x-rays, operative reports, or any other additional event information were not provided to customer quality. A search of the worldwide complaints databases found no similar reports against the bf1en1, 2388045, y5rjd4, or 2346515 lot codes. The search found one other report against the 3l93709/2309279 product/lot code combination for pain. A review of device history records finds no related manufacturing deviations or anomalies. Additionally, research indicates that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.